Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving a battery indicator issue. This complaint was classified based on the customer care advocate (cca) documentation. The battery indicator issue began 2 weeks ago. The patient claimed he developed symptoms described as ¿sweating and bad vision¿ as result of the power issue. The patient did not manage his diabetes based on the lfs meter after the issue began. There was no report of any required medical intervention. The power issue was not resolved with training. There was no product misuse. The battery did not need replacement based on the information provided. This complaint is being reported because the patient had symptoms suggestive of acute complication after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Follow-up # 1 ¿ (08/01/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c19. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.